Manufacturer narrative:
Additional information was received from the virtual online service center on 10/6/2015. The fse reported that there was no un-commanded x-ray related to this event. Also, the engineer reported that the foot switch related to this case was not manufactured by (B)(4) but a wireless foot switch manufactured by a different device manufacturer. The complaint related to this event will be forwarded to the OEM.

Manufacturer narrative:
A ge service representative performed an on site investigation. The foot switch was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system produced uncommanded x-rays when using the foot pedal. There is no report of injury or death associated with the event described in this complaint.